Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected; the user was guided to toggle dexcom g6/g7 settings and re-pair the sensor with instruction to allow time for reconnection. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no hypoglycemia or hyperglycemia, and no need for medical intervention. Investigation included user education, guided troubleshooting steps, and re-pairing procedures. Investigation of this case revealed a transient communication disruption between the cgm and the ilet with successful mitigation through standard re-pairing and configuration steps. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication issue consistent with use environment or routine pairing behavior.